Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The reported via phone call that he was hospitalized with diabetic ketoacidosis. The customer experienced high blood glucose and excessive thirst. Customer was wearing the insulin pump at the time of emergency room visit. Customer stated that the device was beeping, his daughter removed and reinserted the battery and had to reset it. Customer was released on (B)(6) 2015. Customer was assisted with completing the rewind/prime process.